Event description:
Procedure: inguinal hernia repair. According to the reporter, the package did not contain the device described on label, but a different one. It was necessary to look for another repackage of the same code and it took one half hour to obtain a replacement. The whole situation was under control, with no problem to the patient.

Manufacturer narrative:
The subject catalog number pco15f is not FDA approved. However, this product is similar to catalog number pco15 which is FDA approved.